Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review revealed that system controller (B)(6) was first connected to the driveline on (B)(6) 2025, indicating a system controller exchange occurred at this time. Atypical power cable disconnect alarms were then noted in the log files, followed by the system controller (B)(6) being disconnected from the driveline, indicating a second system controller exchange.

Manufacturer narrative:
Section a: date of birth corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the log file. A log file was downloaded from the returned system controller (serial number: (B)(6)) for review and data relevant to the reported event date of 04mar2025 was reviewed. The data in the log file shows the driveline being connected to (B)(6) for the first time on (B)(6) 2024 at 13:19:43, indicating that a system controller exchange had been performed. The pump ramped up to the set speed without any issues upon connecting the driveline. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including the reason for the system controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.